Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. A day before the event onset, the patient was hospitalized. The patient was treated with meropenem injection (ongoing, dose, route and frequency were not reported) and amikacin injection (ongoing, dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. It was reported the patient was to be discharged from the hospital. Pd therapy was ongoing. No additional information is available.